Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient fell out of bed, and she was semi unconscious. The fingerstick reading was 44 mg/dl and her dexcom receiver and mobile were both reading 100 mg/dl. The father called 911 and while waiting, he gave her 60 grams carbohydrates - liquid and baqsimi glucagon. The emergency medical team (emt) arrived, and they checked her fingerstick and it was reading 47 mg/dl after treatment. The cgm at that time was not documented. The mother said when she was at the hospital, they continued to do a fingerstick and it was 88 mg/dl. The cgm then was not documented. The parent said no medication given to her by the emt and at the hospital. She stayed in the hospital for several hours. She was discharged the same day and her fingerstick reading was 200 mg/dl. There was no documentation of treatment for hyperglycemia. At the time of the report, she was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.